Event description:
Allegation received that the head section was slowly drifting down. There was no reported injury or incident.

Manufacturer narrative:
Bed located in maintenance. The head section was slowly drifting down. Replaced the head down valve to resolve this issue.